Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor 08/25/2015, belt 08/16/2018.

Event description:
A us distributor contacted zoll to report that a patient had passed away in the hospital on (B)(6) 2021 while wearing the lifevest. It was reported that hospital staff performed resuscitation efforts. Per clinical review of the continuous ECG recordings, the device was started up at 09:45:06 on (B)(6) 2021. An arrhythmia was detected three times from 09:52:42 to 10:23:00 with response button use. It was not reported who was pressing the response buttons. Per the continuous ECG recordings, the patient was in af with rvr from 150 bpm to 160 bpm with motion artifact. The rhythm then transitioned to an idioventricular rhythm at 90 bpm before degrading to vt at 150 bpm at approximately 10:23:00. The patient's rhythm then degraded to vf from 10:23:14 to 10:24:00. CPR/motion artifact prevented the lifevest from delivering a treatment following the arrhythmia detection. The patient's rhythm then transitioned to an idioventricular rhythm at 20 bpm until the electrode belt disconnection at 10:24:41.